Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert. Customer stated battery not lasting on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.